Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing impedance at implant. The lv lead was removed, inspected, cleaned, and an image was taken to ensure the pin was in the header. It was noted that lv threshold was normal via the analyzer and sufficient vectors for pacing were available. Since implant the lv lead exhibited variable and high impedance with jumps in lv threshold. However, lv impedance as less than 1000 ohms upon evaluation in clinic, so it was decided to maintain status quo. It was noted that there were limited programming options available because phrenic nerve stimulation was seen at all vectors at a certain threshold. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.